Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: no sample was provided for evaluation. In order to address the issue of leakage within the cassette portion of the pump sets, b. Braun has initiated a corrective action/preventative action (CAPA 2021-007-pa) which provides for root cause analysis and corrective action. Additionally, as a result of this issue, b. Braun has initiated a voluntary medical device correction for multiple batches of outlook® pump sets including the batch identified from this complaint. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: two (2) samples were provided for evaluation. The samples were visually evaluated and functionally leak tested per specification and a leak was observed on the horizon cassette in the window weld. In order to address the issue of leakage within the cassette portion of the pump sets, b. Braun has initiated a corrective action/preventative action (CAPA 2021-007-pa) which provides for root cause analysis and corrective action. Additionally, as a result of this issue, b. Braun has initiated a voluntary medical device correction for multiple batches of outlook® pump sets including the batch identified from this complaint. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that leakage occurred during priming. No injury reported.